Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and high out of range shock impedance measurements of greater than 125 ohms on the shock channel. Noise was able to be reproduced with patient movements during system testing. Fluoroscopy imaging did not reveal any abnormalities, however the physician suspected a potential rv coil fracture. Surgical intervention was performed and this rv lead was abandoned and replaced. No additional adverse patient effects were reported.